Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the bottom of the canister. Reportedly, the customer was unsure if the cartridge had been overfilled. The customer was able to load a new cartridge successfully. The customer's blood glucose level was 120 mg/dl.